Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4). Recall was initiated.

Event description:
Abutment fractured in the lab. No patient contact. Tooth #8.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to patient is remote.